Event description:
The pa line was not showing a wave line in four devices. Since only one device was saved and submitted for evaluation, we do not know if they all came from the same lot. Manufacturer response (as per reporter) for pulmonary artery catheter, q-tip: event was not duplicated during testing. The reporter clarified several issues: there were four different incidents of waveform failure. Further investigation revealed that it was suspected that user technique was the issue. The nurse manager identified that the product packaging had changed and the process for removing the catheter from the package was the problem. Education of staff and physicians was conducted, and all packaging was saved. No further incidents occurred after the education was provided. There was no patient harm.

Event description:
The pa line was not showing a wave line in four devices. Since only one device was saved and submitted for evaluation, we do not know if they all came from the same lot. Manufacturer response (as per reporter) for pulmonary artery catheter, q-tip: event was not duplicated during testing. The reporter clarified several issues: there were four different incidents of waveform failure. Further investigation revealed that it was suspected that user technique was the issue. The nurse manager identified that the product packaging had changed and the process for removing the catheter from the package was the problem. Education of staff and physicians was conducted, and all packaging was saved. No further incidents occurred after the education was provided. There was no patient harm.